Event description:
Dr. (B)(6) was performing a cr rp attune total knee replacement. During the final stage cementing in the rp definitive tibial component he used the impactor to impact the tibial tray on to the tibia. During the impaction the impactor head fractured and was unusable. A small piece of the impactor head landed in the wound but was retrieved. As this was the final impaction it was no longer required to complete the procedure. Reassembly of the impactor head assured dr. South that there was no missing pieces. Was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences? Yes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Examination of all the available product pictures found sufficient evidence to confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.